Event description:
It was reported that an extra large volume intermate was missing the top cap. The reporter stated that this was identified before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that the fill port cap was missing. Since the device was received out of its original packaging it is unknown if the cap was in the original packaging before opening. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.